Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019.

Event description:
The customer reported faulty key. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date 17 nov 2019. Date of report 20 nov 2019. The service technician confirmed the issue was resolved by replacing the touchscreen. Device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.